Manufacturer narrative:
The patient's weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was repositioned on (B)(6) 2019 due to lead migration. During the procedure, the patient's lead was also anchored into place to address the issue.